Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4). Product family: scs-lead fixation, upn: m365sc43180, model: sc-4318, batch: 29039129.

Event description:
It was reported that the patient had an out-of-range impedance. All device components were explanted and will not be returned. There was no device malfunction suspected.